Manufacturer narrative:
The customer declined to have their glidescope video monitor (gvm) returned to verathon for evaluation due to this monitor reaching its end-of-life date. Since the device was not returned to verathon, the cause could not be determined. No information was provided regarding the cable or laryngoscope used with the monitor during the reported incident. Review of complaint history for the reported monitor serial number "(B)(6)" did not identify any previous complaints reported to verathon. Trending analysis for the glidescope video monitors does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope video monitor (gvm), the screen goes green and they cannot see the patient's cords. No delay in the procedure, use of a backup device, or harm to the patient was reported.